Manufacturer narrative:
Result - pivot arms corroded.

Event description:
It was reported by service report that the side rail would not lock in the up position. No patient involvement or adverse consequences were reported.